Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because it was not removed from the patient; therefore, an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirms that the lot met the specification requirements. No deviations that could affect product quality were found. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of unknown. The patient's death from kidney failure was the result of her choice to stop haemodialysis. There was no device implication associated with this event.

Event description:
Study (B)(6): this (B)(6) year old female had her nexsite catheter inserted on (B)(6) 2014. On (B)(6) 2015, the patient withdrew from hemodialysis. She had decided to stop and her family supported the decision. This decision was based on deterioration of health and declining quality of life. No other condition contributed to the decision. The patient died on (B)(6) 2015 and the cause of death was kidney failure. Her catheter was not removed. The nexsite hd catheter was functioning normally since insertion date.